Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician on (B)(6) 2018. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the right implant also had issue with capsular contracture baker grade iii, and as a result on (B)(6) 2018 patient underwent bilateral removal and replacement per follow: left replaced with catalog number 3503310, serial number (B)(4), and right replaced with catalog number 3503310, serial number (B)(4). Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).